Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of an em 2400, main module was frayed. This was observed at the pharmacy during an unspecified process step. There was no patient involvement. No additional information is available.